Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was then returned to the customer for use.

Event description:
The customer reported while attempting to print the code summary during a patient event, the device screen went blank and locked up. The device would not function until it was reset. There was no report of any adverse outcome to the patient during the reported event. No additional information has been reported to physio-control.